Event description:
Complainant alleged that, while treating a male pt, the electrode pads would not allow the associated defibirillator to discharge. The clinicians obtained another set of electrode pads and were able to continue therapy. Complainant indicated that, there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not rec'd the product and this complaint is still under investigation. The customer has reported two incidents with two sets of electrodes. The other incident is being reported under medwatch number 1220908-2006-02657.